Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy following a fall. X-rays confirmed both leads migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
It was reported to abbott a patient met with their surgeon to discuss their painful ipg site. X rays confirmed the leads had migrated. The patient had suffered a fall a few months earlier. Surgery to revise the leads and ipg site is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead, and the ipg pocket was relocated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.